Event description:
A tps handpiece cord was sent for evaluation because it was heating up. No further information was provided by the user facility.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.